Event description:
It was reported that during a laparoscopic gastric bypass, one hour post-operatively, one of the branches of the gastric artery located very near the lesser curve and nerve of latarjet, opened up on both sides. They were forced to re-op the patient, by the standard open procedure and ligate both sides of the vessel. Intraoperatively, the patient lost less than 30cc of blood. Post operatively, the bleed occurred and required 10-12 units of blood. The patient is doing fine.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.